Event description:
It was reported to medtronic minimed that the customer experienced pump error 41 and 39. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for reported allegation and unresolved. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Pump passed self test however, constant pump error 39 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. Pump error 39 confirmed in the pump history/trace files on 02/21/2024 at 20:48:38.000, 20:50:08.000, 21:04:18.000, and at 21:09:14.000. In addition, pump error 41 confirmed in the pump history on 02/21/2024 at 20:48:08.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor home switch. The motor was tested outside of the device on the ngp stb3 and received pump error 39 at rewind. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged pump error 39 alarms and rewind anomaly confirmed during rewind and pump error 41 alarms confirmed in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.